Event description:
During surgery the generator alarm was going on and off. The ground pad was checked and found to be loose. The pad was replaced. After surgery it was observed that the patient had a "reddened area" on the right lateral side of the abdomen where the ground pad had been placed. The area was treated with triple antibiotic and a cold compress. No further complications were reported.